Event description:
It was reported that there was a catheter blockage and a volume discrepancy. The reporter inquired if the pump could be damaged if there was a blockage or occlusion in the catheter. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).